Manufacturer narrative:
The reported events of high capture threshold and high pacing lead impedance were not confirmed. Final analysis found that as received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to the condition of the lead, as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.